Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: during set-up for the case, staff tried to insert the 2.7 mm corecath¿ device into a 3.0 mm scope and it was too tight, they were unable to insert the corecath¿ into the scope. Staff tried a second scope of the same model and had the same result. Staff used a second corecath¿ and it met with a lot of resistance, but with effort, the corecath¿ device slipped through and they were able to complete the case. Staff removed the whole scope to clean device tip with damp gauze about ten times over the 40-minute case. The scope make and model is an olympus bf-1t180 investigation conclusion: the reported issue was not confirmed. The returned device was successfully inserted and removed from the r<(> <<)>(><(>&<)><(><<)>)>d bronchoscope without resistance which is consistent with normal use and operation of the device with the bronchoscope. However, the heat shield is compromised, degraded and melted and contains an excessive amount of tissue and coagulum build-up which can compromise the heat shield and device performance. The tissue and coagulum buildup on the device tip and heat shield, suggests the device suffered extreme temperatures during use. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable the heat shield will become compromised and may degrade. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis, it was discovered that the heat shield was compromised, melted and contains an excessive amount of tissue and coagulum build-up which can compromise the heat shield and device performance. This issue was found during analysis, therefore patient information is not applicable.